Event description:
It was reported that catheter entanglement occurred. The target lesion was located in a heavily calcified mid left anterior descending artery. During insertion the catheter was tangled on the wire. The procedure was completed with a stent to the lad. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Device analysis revealed a kink in the imaging window and in the telescope assembly. The guidewire exit port and distal tip were damaged. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that catheter entanglement occurred. The target lesion was located in a heavily calcified mid left anterior descending artery. During insertion the catheter was tangled on the wire. The procedure was completed with a stent to the lad. No patient complications were reported.